Manufacturer narrative:
Date of event: exact date unknown, event occurred last year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg stopped taking a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.